Manufacturer narrative:
Customer confirm that no product will be returned.

Event description:
Information was received that this smiths medical cadd cassette reservoirs newly mixed caused pump to alarmed. It was reported that the pump first displayed no disposable clamp tubing alarm, and then pump won't run alarm on both pumps. Subsequently, the patient switched to a new cassette. No clinical injury and no reported adverse effects.